Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported reusing the site with new tubing. Tandem technical support informed customer reusing the same site/cannula when changing supplies is off label per the user guide. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 399 mg/dl at time of event.